Manufacturer narrative:
This report is being filed on an international product, list number 7k70 that has a similar product distributed in the us, list number 6c06. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated architect total psa results generated on an architect i2000 processing module. The following results were provided: (B)(6) 2022 initial result = 93.52 ng/dl (undiluted), repeat results = 169.88 ng/dl (1:10 dilution), >100 ng/dl (undiluted), and 158.26 ng/dl (1:10 dilution) . There was no impact to patient management reported.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and field data review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. Ticket and trending review did not identify any trends for the likely cause list or lot number and complaint issue. Device history record review did not identify any non-conformances or deviations with the likely cause lot number. The overall performance of the architect total psa assay in the field was reviewed using data gathered from customers worldwide. The median patient result for lot 31299fn00 falls within 2sd of the established baseline, indicating the reagent lot is performing acceptably on market. Labeling was reviewed and found to adequately address the current issue. Based on the investigation, no systemic issue or deficiency with the architect total psa reagent lot 31299fn00 was identified. Corrected information in section g1 contact office country.